Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor fractured while it was still in her body. The patient's blood glucose at the time of incident was 96 mg/dl. The customer did not locate the sensor cannula. She was advised that an x-ray will be able to locate if the sensor cannula was still in her body. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor retracted inside sensor base. We were unable to confirm if customer received sensor damage due to customer returning opened/used. No broken or missing parts were observed during analysis.